Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
Additional information was received that the patient underwent an ipg replacement procedure. The explanted device was kept at the facility. No further information obtained despite of good faith efforts.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo an ipg replacement procedure.